Manufacturer narrative:
The manufacturer previously reported the medical device problem code as 2993 in section h6, the correct medical device problem code in section h6 is 1670. Section h6 has been updated with the correct information.

Event description:
The manufacturer received information alleging a patient became short of breath after using the cough assist. The patient was diagnosed with a small pneumothorax. There was no report of medical intervention being required. The prescribing physician instructed the patient to continue therapy. There is no allegation of a device malfunction. The device is still in patient use and is not returning fo the manufacturer for evaluation.